Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that both the clinician and the company representative experienced a shock when they touched the programmer.